Event description:
The customer reported that the "cannot use" message played and the device beeped three times. There wasn't any negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).replacement battery resolved the issue.